Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable pulse generator (ipg) was interrogated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was unable to establish telemetry and interrogation could not be completed. The device remains in use. No patient complications have been reported as a result of this event.